Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine, bupivacaine,and dilaudid via an implanted pump; the concentrations and doses at the time of the event were unknown by the reporter. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that in 2015 (maybe (B)(6)) the hcp was having ¿extra volumes¿ (underinfusion) when refilling the pump. One time it was ¿like double¿. The patient had been having a lot of pain. They thought maybe it was a catheter issue or a granuloma so they did a catheter study. The patient had had a disc herniation in her lumbar area near the catheter and per the reporter that may have contributed. At that time, the flow rate of the pump was decreased and the patient had been doing fine since. Additional information was received from an hcp on (B)(6) 2017 and it was reported that a pump myelogram with a follow-up CT scan was performed and no kink or intrathecal catheter granuloma were identified; however, there was redundant catheter noted in the abdomen. No actions/interventions were taken. The discrepancy in the return volume resolved and the return volumes had been within normal limits. The cause for the volume discrepancy was not determined.